Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to low latex viscosity during sac dipping or parameter set failure or operator error. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user experienced difficulty in removing the catheter when used during the cross section. The foley balloon popped during the removal. The patient felt uncomfortable after 2 hours. The patient also developed urinary tract infection and treated with antibiotics after discharge. Also the patient was given additional antibiotics for urinary tract infection. The urologist stated that the patient has overactive bladder and gave additional antispasmodic medications. Then the bladder ultrasound was performed and found the piece of foley in the bladder and removed it. Per follow up via email on (B)(6) 2020 the piece of the foley was removed at another institution.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley was difficult in removal when the patient felt a pop and uncomfortable for 2 hrs for removal. The patient had treated with additional antibiotics for urinary tract infection. Urology was consulted thought the patient might have an overactive bladder and gave additional antispasmodic med. In evaluation, a bladder ultrasound was done and found the piece of foley in the bladder and removed it. Per follow up via email on (B)(6) 2020, the piece of the foley was removed at another institution.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley was difficult in removal when the patient felt a pop and uncomfortable for 2 hrs for removal. The patient had treated with additional antibiotics for urinary tract infection. Urology was consulted thought the patient might have an overactive bladder and gave additional antispasmodic med. In evaluation, a bladder ultrasound was done and found the piece of foley in the bladder and removed it. Per follow up via email on 10nov2020, the piece of the foley was removed at another institution.